Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that despite using multiple different wall adapters and usb cables the pump did not charge when plugged into a power source. Customer's blood glucose was 271 mg/dl. Reportedly, the customer reverted to insulin pens for continued insulin therapy.